Event description:
Based off limited information the clinician reported that 6 out of 15 units of the puraxen cancellous were sent back with an 80% fail rate of "jelly clots" forming. Patient 3 out of 15 had teeth extracted and bovine bone placed for socket preservation. Liver clot formed. The liver clot was removed and the area was irrigated with hydrogen peroxide and regular saline. There was no delay in surgery, but there was a delay in the patient's post-operative healing. No patient injury reported. Collagen matrix clinical confirmed liver clot is equivalent to jelly clot.

Event description:
Based off limited information the clinician reported that 6 out of 15 units of the puraxen cancellous were sent back with an 80% fail rate of "jelly clots" forming. Patient 3 out of 15 had teeth extracted and bovine bone placed for socket preservation. Liver clot formed. The liver clot was removed and the area was irrigated with hydrogen peroxide and regular saline. There was no delay in surgery but there was a delay in the patient's post-operative healing. No patient injury reported. Collagen matrix clinical confirmed liver clot is equivalent to jelly clot. Additional information provided on 07/05/2022 confirmed the date of event occurred on 03/25/2022 and tooth was extracted from location #30. A non-resorbable membrane, vicryl suture was used in conjunction with the puraxen cancellous.